Manufacturer narrative:
Additional narrative: there was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. (B)(4). The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while assembling instrumentation after an unknown procedure on an unknown date, it was discovered that the threads of a trochanteric fixation nail advanced (tfna) blade/screw guide sleeve and buttress/compression nut were damaged. The devices will no longer thread together. The issue was discovered in sterile processing and there was no patient or procedure involvement. During manufacturer¿s preliminary investigation of the returned device it was discovered that blade/screw guide sleeve has a broken distal alignment tab. This condition was re-evaluated and determined to be reportable on (B)(6) 2017. This report is for one (1) blade/screw guide sleeve. (B)(4).

Manufacturer narrative:
Additional narrative: DHR review was completed. Part no.: 03.037.017 lot no.: 9494322 manufacturing location: (B)(4) release to warehouse date: 19.may.2015 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The screw drive sleeve (part: 03.037.017, lot: 9494322, mfg: 19-may-2015) was inspected at customer quality for the complaint condition that the threads of the drive sleeve were damaged and cannot be threaded to buttress. The complaint is confirmed. Upon visual inspection under 10x magnification damage to the threads over the entire shaft was noted. Additionally, the proximal end of the sleeve is found be broken at its tip. Broken fragments were not returned. The distal end had impaction marks and proximally to the threads scratches were noted in a spiral pattern consistent with being threaded with a damaged buttress. Whether this complaint could be replicated is not applicable because the device was returned damaged. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture): top-level drawing and determined to be suitable for the intended design and application when used as recommended. Dimensional analysis is not applicable as the complaint was confirmed visually. A device history review, including material review, was performed for the returned instrument¿s lot number and no mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. While no definitive root cause could be determined it is possible that the damage to the threads and scratches present occurred when the device encountered unintended forces during use such as being cross threaded with the buttress. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.